Event description:
It was reported that the patient¿s leads were found to be corroded and had to be replaced. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 7495-51, serial# (B)(4), implanted: 2000-(B)(6), product type extension. Product ID 3998, lot# l87124, implanted: 2000-(B)(6), product type lead. Product ID 7435, serial# (B)(4), implanted: 2000-(B)(6), product type programmer, patient. Product ID neu_unknown_lead, product type lead. (B)(4).